Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's scs ipg was inoperable and was replaced with a new one. It was undetermined when the ipg became inoperable, but it was reportedly functioning in (B)(6) 2020. Stimulation therapy was reportedly restored postoperatively.